Manufacturer narrative:
Block b5: updated, additional information received.

Event description:
It was reported that after a deep brain stimulation (dbs) implant procedure a computed tomography (CT) image taken revealed the patient experienced hydrocephalus and severe edema at the lead implant site. It was noted there were three microelectrode recording readings performed on both sides prior to lead implant. The physician assessed that reaction to a foreign body was suspected to be the cause of the edema. The patient was given steroids and continues under the care of their physician. Additional information received stated that the patient is currently doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7131077 uid: (B)(4). Block d2b: additional pro codes, nhl, pjs.

Event description:
It was reported that after a deep brain stimulation (dbs) implant procedure a computed tomography (CT) image taken revealed the patient experienced hydrocephalus and severe edema at the lead implant site. It was noted there were three microelectrode recording readings performed on both sides prior to lead implant. The physician assessed that reaction to a foreign body was suspected to be the cause of the edema. The patient was given steroids and continues under the care of their physician.